Event description:
Two days after a coronary drug eluting stenting procedure, a thrombosis occurred. In 2005, the lesion being treated was located in the non tortuous, non calcified, 90% stenosed left anterior descending artery (lad). The vessel was not pre dilated. The vessel diameter was reported as 2.5 mm. The physician implanted a taxus express2 8.8% 2.50 x 20 mm drug eluting stent in the lad. The stent was post dilated. The stent was well positioned and well apposed. Plavix was not given pre procedure. Heparin and nitroglycerin were given during the procedure and plavix and asa concomitantly were prescribed for 6 months post procedure. Two days later the pt returned complaining of chest pain. A thrombosis was located in the lad taxus stent. The treatment was stenting with a vision stent. In the opinion of the physician the thrombosis was related to the stent. The pt's condition is reported as "fine."